Event description:
As a 20 cc syringe was being attached to a med-fusion tubing, the tip at the end of the syringe broke off and became lodged in the med-fusion tubing. No harm to patient. Additional information obtained from the site:med fusion tubing is mini-bore tubing that is used to attach to a syringe to be used on a syringe pump. It is 61 inches long.there is no lot number available as the packaging was discarded.this is the first time this happening in the picu.====================== manufacturer response for 30 ml syringe, bd======================instructed to give to sales rep through our central supply department